Manufacturer narrative:
H.10: water infiltration/water formation due to condesation or/and high temperatures and high level of humidity led the pump bearing to got damages. A bearing damage/corrosion has been identified as cause of the reported patient pump blockage.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative in charge replaced the pump and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the patient pump 1 of a heater-cooler system 3t was found to be blocked during a service activity. There was no patient involvement.